Event description:
Upon completion of drawing labs from right radial art line, clear portion of vacutainer separated and the gray needle cover/needle, causing needle stick in the rn's right hand. Blood was noticed under the glove.